Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that patient was charging too often. Patient was ten days out from the implant during the report and had to recharge a couple times already. The manufacturer representative met with the patient the day of the report to try and adjust their settings to increase the recharger interval. Patient was on high dose settings. The representative was able to use 600 for the rate and 90 for the pulse width and turning cycling to 30 minutes on and 30 minutes off. That made the recharge interval 5.8 days on program a1 and 3.2 days on program b2 that does not have cycling. It was stated that the patient would try the new settings and see how that improves for them. Additional information was received from rep stating that electrode impedances were all in green and within normal limits. It was found that patient had their ins turned on 24 hours a day and patient was using 10 ma, bipole configuration on one lead and bipole on adjacent lead as well. Pulse width was at 200 microseconds and rate was 600 hertz. The problem of patient was charging too often had been resolved. No patient symptoms reported. No further complications were reported as a result of this event.